Manufacturer narrative:
Upon further review during a quality check, there were no initial allegations against pli20(product ID: at10 <(>&<)> serial number# (B)(6)) and pli50(product ID: at50 <(>&<)> serial number# (B)(6)). Therefore, the complaint status for these plis have been updated to non-complaints and non-reportable. Information received shows that there is no information to reasonably suggest that the device pli20 (product ID: at10 <(>&<)> serial number#(B)(6)) and pli50(product ID: at50 <(>&<)> serial number# (B)(6) ) in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, the device pli20 (product ID: at10 <(>&<)> serial number# (B)(6) ) and pli50(product ID: at50 <(>&<)> serial number# (B)(6) ) did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date of event notification: (B)(6) 2022 product analysis: product ID: tt12c, serial/lot#: (B)(4): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product ID: at10, serial/lot #: (B)(4): evaluation could not reproduce the reported malfunction of not working properly. Product ID: at10, serial/lot #: (B)(4): evaluation could not reproduce the reported malfunction of not working properly. Product ID: t12mh45d, serial/lot #: unknown: quantity#:2: no conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: at10, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: at10, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: t12mh45d, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that burr broke during procedure and the broken tip of burr was removed. The breakage occurred even after changing the bur, so the at10 (telescoping attachment) and tt12c (telescoping tube t12 curved) were changed to another at10 and tt12c and used without any problems. The postoperative MRI (magnetic resonance imaging) revealed an artifact that is believed to be caused by metal, so it is presumed that it was a tt12c bearing and will be removed at a later date. A revision surgery was conducted, before surgery, it was confirmed 04 broken pieces were remained in the patient¿s body by magnetic resonance imaging. For removal of the broken pieces it seemed that they were the bearings of tt12c, however, one piece could not be removed, it has been still remained in patient's body. It was also reported that there is a procedure delay of about 5 to 10 minutes due to the event. Additional information regarding the event was being followed up from the facility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that there was no prolonged exposure to anesthesia, but due to reoperation there was an extension in the number of days of hospitalization.

Manufacturer narrative:
Product analysis for tt12c:report confirmed. The most proximal bearing was missing the outer race. The most likely cause of the complaint is that the outer race of the bearing fractured into several pieces and fell out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.